Event description:
Per the clinic, the patient experienced pain at the magnet site. Subsequently, the magnet was explanted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on october 23, 2023.